Event description:
It was reported that the ventilator and the screen were connected together with the panel cable. The gas hoses were connected to the ventilator but not to the gas supply. Neither was the power cord plugged into mains. The ventilator had the two fixed batteries. This assembly was left for one day. After one day the power cord was plugged into the mains and the ventilator was turned on using the on/off switch located at the back of the screen. Almost immediately after turning on, smoke was observed coming from the ventilator. (B)(4).

Manufacturer narrative:
(B)(4).